Event description:
The patient reported in 04 that their one touch ultrasmart meter kept giving them error 2. This issue was not resolved with troubleshooting. Their testing technique was correct and the condition of the test strips was good. They were asked to clean the meter and retest, but the error 2 issue still persisted. Error 2 on this meter indicated that either a used test strip was used or there is a problem with the meter.